Manufacturer narrative:
The customer, a biomedical engineer, evaluated the device and was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned for use. The device was not returned to physio-control for an evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that after completing the user test, they attempted to print the results and the device displayed a white screen and would not power off. A white display is indicative of a device lockup condition that could either delay, or prevent, defibrillation if it were necessary. There was no patient use associated with the reported issue.